Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable loop recorder (ilr) had fallen out and on to the floor of the bathroom. It was noted there was one suture which seemed to have snapped. No patient complications have been reported as a result of this event.